Event description:
It was reported the rigid video scope experienced a white/striped image during an unspecified operation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the white/stripped image issue was not detected, however the no image displayed was due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.